Event description:
It was reported that following a fall, patient's lead had migrated. Additionally, patient had muscle spasms at the ipg pocket site causing pain. As a result, surgical intervention took place on (B)(6) 2025, wherein the lead and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.